Event description:
The patient's daughter called stating that her father has severe damage to his hip due to the accolade implants. He had a revision but there is so much tissue damage that he now has to use a walker to ambulate and is no longer able to work.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown accolade hip. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to manufacturer.